Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample and one physical sample of lot 0001404318 were provided to our quality team for investigation. Through visual inspection, it was observed that there is a puncture in the backside of the header bag. The material of the header bag around the puncture appears to be pushed and has black stains of a foreign material that appears to be dirt therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for reported lot 0001404318 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, including verification that the header bag to ensure the components are clean and free from defects, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text: see manufacturer here.

Event description:
It was reported that there was a small tear/hole on the kit inside the box packaging. Verbatim: one of these pleurx drains arrived damaged. It has a small tear/hole in it, making it no longer sterile.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510, batch no: unknown. It was reported that there was a small tear/hole on the kit inside the box packaging. Verbatim: one of these pleurx drains arrived damaged. It has a small tear/hole in it, making it no longer sterile.